Manufacturer narrative:
H6: medical device problem code 1494 ¿ indication for use. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using two prostyle after an interventional procedure with a large hole sheath. No pre-close technique was used in a large-hole arterial puncture site. Reportedly, there was no suture attached to the needles with plunger removal for the first prostyle device. The second prostyle was deployed; however, the suture came out of the anatomy with device removal. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported suture malposition was not confirmed as a portion of the suture was not returned for analysis. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The pre-close technique was not used when closing with a sheath greater than 8f. It should be noted that the electronic prostyle instructions for use (eifu), state: for access sites in the common femoral artery using 5f to 21f. For sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the IFU deviation likely did not contribute to the reported difficulties. The investigation determined that the reported suture malposition and unexpected medical intervention appears to be related to operational context. It is likely that an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.